Event description:
It was reported the insulin pump alarmed for motor error. Blood glucose reading was 5.7 mmol/l. No unusual events were noted prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.